Event description:
Event description guidant received information that this (0175) implantable transvenous defibrillation lead was surgically abandoned when an attempt to reposition the lead due to dislodgement and high pacing threshold measurements, was unsuccessful. During the attempted implant of this (0185) implantable transvenous defibrillation lead, the lead could not be positioned due to scar tissue and induced damage to the lead.,